Event description:
Customer reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 214 mg/dl. No further info reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.